Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and a possible issue with sensor, as the reading from sensor is different from blood glucose meter. The customer reported a blood glucose value of 35 mg/dl and was treated initially with immediate family members with glucose/food and was also assisted by the emergency medical service team. The event involved product(s) 78893-01, mmt-1884, mmt-342g, mmt-431ag, mmt-7333. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. It was confirmed that the discrepancy between the sensor glucose value of 90 mg/dl and the blood glucose value of 35 mg/dl. No further patient complications were reported. The products 78893-01, mmt-342g, mmt-431ag will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis. A product return is not applicable for non-physical devices mmt-7333.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.